Event description:
Information received from the field does not address the patient's clinical status but notes that when the patient was in the hospital for "other causes", the device would not interrogate. Device replacement was scheduled.